Event description:
**Update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. The complaint was updated on: (B)(4) 2013.

Event description:
Litigation papers allege the patient experienced pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2014 - medical records received. Patient was revised to address scar tissue. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This report was duplicated on 1818910-2012-19249. This report has been kept and 1818910-2012-19249 has been rejected.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Other text: not received.